Event description:
The pt ((B)(6)) is implanted with two leads from the same lot. It was reported the pt is not receiving effective stimulation. A diagnostic test found impedance issues for every contact of one of the leads. X-ray were taken for further interrogation; however, no visual anomalies were noted. It was reported that pt previously experienced a similar occurrence (date no provided) which resulted in explant and replacement of the lead. Attempts to obtain add'l info related to the previous occurrence have been unsuccessful thus far. Ther are no immediate plans for invasive intervention to address the current issue as the pt's pain is being managed by medication.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.